Manufacturer narrative:
Concomitant medical products: patient medications include furosemide, metoprolol, potassium chloride, spironolactone, lidocaine patch and lexapro. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that post placement of the spinal cord drain on (B)(6) 2011, the spinal cord ischemia resolved over time (exact date of resolution is unknown). On (B)(6) 2012, the patient underwent additional procedures to treat the additional fenestrations at the right renal artery orifice, the ima and the left common iliac artery. An icast 6mmx22mm stent graft was placed just at the right renal orifice with coverage of the tear. Intra-operative imaging showed resolution of the fenestration with no further filling of the false lumen and a patent right renal artery. The ima was coil embolized resulting in the sealing of the fenestration and preventing flow into the false lumen. An endovascular graft was deployed within the left common iliac artery just at the origin of the artery resulting in the complete resolution of the dissection and the false lumen perfusion. It was reported the patient tolerated the procedure.

Event description:
On (B)(6) 2011, pre-treatment CT images, identified an acute complicated type b aortic dissection ~ 40 cm in length, retrograde false lumen proximal to the left subclavian artery and an aortic intramural hematoma. Evidence of renal and spinal cord malperfusion was also noted. On (B)(6) 2011, the patient underwent treatment of the acute complicated type b aortic dissection with three conformable gore® tag® thoracic endoprostheses. Reportedly, the left subclavian artery was partially covered during the implant procedure. It was reported that the delivery of all devices into the true lumen was confirmed with intravascular ultrasound (ivus) and there were no reported issues with the implanted devices. Additionally, a right common femoral artery exploration and patch angioplasty were performed. It was reported final angiography was not performed and the patient tolerated procedure. Later that same day, the patient developed spinal cord ischemia. A neosynephrine drip was administered to increase mean arterial pressure and a spinal cord drain was placed to address the spinal cord ischemia. Reportedly, the cause of the spinal cord ischemia was due to malperfusion during the endovascular procedure and not device related.

Manufacturer narrative:
(B)(4).